Manufacturer narrative:
(B)(4). Date sent: 12/08/2020. D4: batch # u5d22p. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5d22p. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the device was used for gastric resection. The additional suture was performed to complete this case. The procedure was not converted to open. The patient is stable. The batch number of ntlc75 was u5d22p. The batch number of sr75 was u5c98m. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the staples at the inner line of the cartridge were not deployed at the 1st firing. The other two lines were deployed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.